Manufacturer narrative:
The device has been returned to olympus and the evaluation is in process. Prior to the device evaluation, the subject device was sent to an independent laboratory for culturing and the results are currently pending. The customer provided the cleaning, disinfection and sterilization procedures performed at the user facility. During pre-cleaning, the customer aspirates water through the instrument/suction channel and flushes out the air/water channels. The customer uses detergent anios clean excel d during pre-cleaning and manual cleaning. Using lta medical brushes (reference number d.37.48), the customer brushes the instrument/suction channel, instrument channel port, and the distal end/area around the elevator. The scope was not manually disinfected. For automatic endoscope reprocessing, the user facility uses aer soluscope 4, along with detergent soluscope cln and disinfectant soluscope paa. The scope is horizontally stored and the olympus is the maintenance company for the customer. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during routine testing, the evis exera iii duodenovideoscope tested positive for 1 colony forming units (cfus) of klebsiella pneumoniae. All channels were sampled. The lab reported 15 cfus of staphylococcus pasteuri, staphylococcus warneri, and brevibacillus spp.. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to service where evaluation found wear and tear: a gap of adhesive on the rubber, the cord has wear. No reportable issues were found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, we were not able to determine relation between the subject device and the event from the investigation results. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor the field performance of this device.